Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: the keypad was found to be fully intact with no damage or peeling observed. During testing, the contrast key was not working but the ok, down, and up buttons on the keypad responded appropriately. The keypad was removed and no evidence of contamination was found under the button contacts. Also unrelated to the original complaint, the upper right corner of the pump case was cracked. There was also leak in the pump due to the cracked pump case and there was moisture present inside of the pump on the transceiver board, and display board near the keypad connector. Also unrelated to the original complaint, the display was dim and discolored.